Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, device was explanted on (B)(6) 2012, due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.